Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - what tissue was being sutured when the event occurred? Yes. - was additional dissection required in other organs/tissues other than the target tissue? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. Nb: since I logged the complaint, there were two more sutures of the same batch that gave problems. I collected the remaining 7 sutures from this batch and the extra two that gave a problem yesterday. I will return all of these sutures to midrand. The following additional information was requested: please clarify if the additional two events occurred during an additional single patient procedure? What was the procedure(s)? What is the event date?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2022 and barbed suture was used. The suture broke during the procedure and surgery was delayed by 10 minutes. The procedure was completed successfully and there were no adverse patient consequences reported. Additional information has been requested.